Event description:
Attorney alleges the plaintiff suffered from severe pains in the chest, hot flashes, shortness of breath, nausea, sweating and capsule fibrosis of the left. Attorney also alleges the plaintiff reported increased sensation of tension and pressure in the left breast, palpation shows hardening and pain during palpation. Attorney also alleges the plaintiff suffers from serious physical complaints, immune system is severely impaired, continuous severe aches in the chest and back and movement of left arm is restricted.